Event description:
Incident reported as: the stapler blocked during use on a patient. No patient injury reported.

Manufacturer narrative:
The device sample was requested, but not received at the time of this report. The results of the investigation are not available at the time of this report.